Event description:
Additional information received from the rep indicated that the ins was not in the pocket when testing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10. Correction to d6 of the initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that the leads were working on both sides. There was no lead damage noticed before or during the procedure. They tried to pull the lead while attaching to the ins and there is no issue with lead placement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that in the operating room during the implantable neurostimulator replacement and once old implantable neurostimulator was removed, the leads/extensions were tested in wireless external neurostimulator and all impedances were good and patient felt stimulation. However, when both leads were inserted into the implantable neurostimulator and check connectivity was performed, all the top port showed red xs. The manufacturer representative ran full electrode impedances which showed all 0-3 contacts as over 40k ohms when checking different reference electrodes. The manufacturer representative continued to run impedances and was able to get 2 contacts in range around 1200 ohms but those then went "out" again and were over 40k ohms. They switched the extension tails in the ports and the issue seemed to follow the lead. They had already removed, wiped off and reinserted tails multiple times with no resolution. They also tested in the wireless external neurostimulator again and impedances were fine. Lead numbering was reviewed, and numbering was correct. Technical services suggested slightly turning the extension tail to see if a different position would align better/make better contact. The manufacturer representative mentioned that it seemed like the tail wasn't sitting right in the port and it did take a little bit of force to get it seated all the way in the port. It was reviewed that if there is an issue with lead and/or extension replacement product is not available, so the physician would essentially need to remove everything and start over for that side. The manufacturer representative tested stimulation, and the patient was able to feel it with the right lead, but not with left lead at all. The manufacturer representative mentioned that the physician pulled the lead out of the header to try and align different contacts on the lead with the header contacts and while doing this they were able to get impedances in range on one of the contacts and when the physician pulled it out further, they were able to get a different contact to have in-range impedance. The extension tails were removed multiple times, the tails were switched in the ports of the implantable neurostimulator, and the right lead continued to have mostly in-range impedances (manufacturer representative kept indicating 3 of the 4 contacts were "working") while the left lead continued to show inconsistent impedances that were mostly over 40k ohms but occasionally one or two would be in range (and the contacts in-range would consistently be different). The physician asked patient which side had worse pain, but the patient indicated it was both sides. The physician reviewed what was happening with the leads with the patient. The physician and patient decided to proceed with implanting the implantable neurostimulator and perform a revision at a later date. It was reviewed to ensure to still insert the "bad" extension/lead into the implantable neurostimulator to protect the port until the revision. It was reviewed to monitor impedances post-op as they may continue to change, but if there is a true issue with lead/extension then components would need to be replaced.